Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump screen kept going blank while in use with a patient. The event occurred at the patient's home. No symptoms were reported.